Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives and confirmed the lateral tibial overcut. The reported complaint states that the user had used the cori only when milling the anterior third of the tibia and used manual instrumentation (saw) to complete the remainder of the tibia cut. The manual sawing of the tibia is more than likely the cause of the overcut, however tracker movement could also be a contributing factor despite no checkpoint verification errors. The plane visualization tool was not used after the overcut and prior to the updated plans and their execution. Screenshots showing substantial sections/areas of red bone can be evidence of possible bone tracker movement. Bone tracker movement shifts the entire virtual bone model from its original position defined in the checkpoint definition screen. The bur is then mislocated in relation to the virtual bone model. This is evident when, in real time bone removal, the model is updating to show an accumulated area of red bone consistent with the bur and it¿s contact with the virtual bone. Therefore, when screenshots show large, red areas of the bone surface, it is suspected that the bone trackers moved. Although there are no checkpoint verification errors, if the checkpoints were taken on the bone clamp or the bone tracker, then tracker movement would have gone undetected because the checkpoint is still the same distance from the flat markers on the bone tracker. Should the checkpoints have been on the clamp/bone trackers and the tibia bone tracker/clamp moved due to loosening, vibrations, being bumped into, etc., the bone model could turn red when swept over by the drill depending what direction the bone trackers moved. Refer to the real intelligence cori for knee arthroplasty user¿s manual for inserting checkpoint pins and defining checkpoints. After the overcut, the initial plan was updated to add another degree of varus. The overall tibia cut was then 2 degrees of varus, which added a 1 mm resection of the medial side. There were no visualization cut screens to confirm tibial slope angles after this cut. The cori user¿s manual recommends to use the plane visualization tool after bone removal to visualize the actual cut prepared. The user then went back to drop the entire tibial cut surface by 1 mm. The angle errors calculated between the visualization tool and the planned surface shows 4.4 degrees of posterior slope and 3.1 degrees of lateral slope (sitting in 3 degrees of valgus). No other angles reported could be confirmed, as they were not captured in the screenshots. Adding varus to the tibia cut created a greater gap between the planned surface and the overcut surface of the lateral side, likely resulting in the 3 degree of lateral slope. To correct the lateral defect, it is suggested to either increase the entire tibial resection, and/or add degree(s) of valgus to better align with lateral side. Per the real intelligence cori for knee arthroplasty user¿s manual, the cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The clinical/medical evaluation concluded: ¿based on the information provided, the clinical root cause of the reported ¿inaccurate data¿ (significant increased posterior slope) could not be definitively concluded. The patient impact beyond the reported 0-30 minute surgical extension with the intraop planning adjustment could not be determined, as it was reported that the ¿tibial cut appears flat visually¿ and the ¿post-op x-ray¿(and) outcome was good¿ and patient is recovering as expected without issues. No further medical assessment can be rendered at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the surgeon milled the anterior third aspect of the tibia in a cori assisted tka surgery, he took saw and free handed the remainder of the tibial cut. He took the handpiece to refine and confirm the cut. The surgeon went too deep on lateral tibia, which was confirmed by red seen on mill screen. They went to plan on medial aspect of tibia. They adjusted the plan by increasing tibial cut by 1 mm and adding 1 degree more varus to take more medially and flatten the cut. The surgeon executed this with the handpiece. They went to the visualization screen and virtual angel wing showed an increased slope by 4 degrees. They checked the checkpoints and confirmed nothing had moved and went back to visualization screen and again it said that posterior slope was increased by four degrees and it was increased more medially than laterally. The lateral showed 2 degrees increase in posterior slope. The procedure was completed with the same device without significant delays. The patient was not harmed beyond the issues reported.